Manufacturer narrative:
Based on the claim against the product by the customer noting the curved tip stapler 30 instrument had black rubber around the wires flaking off on the articulating end, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved tip 30 stapler instrument was analyzed and found to have the heat shrink torn at the distal clevis. There is material missing and it measures roughly 0.053" x 0.096 in size. A review of logs shows no failures. The root cause of this failure is typically attributed to the mishandling/misuse. The complaint regarding the curved tip stapler 30 instrument had black rubber around the wires flaking off on the articulating end was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved tip stapler 30 instrument had black rubber around the wires flaking off on the articulating end. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the stapler was on the back table and the surgical tech was looking at her instruments and noticed some flakes. It was not used on the patient.